Manufacturer narrative:
The balloon catheter has been evaluated and confirmed the catheter inflated at approx 5.5 cm from the distal tip of the catheter. The evaluation could not determine the cause of the event.

Event description:
It was reported when the balloon was inflated, a segment of the catheter shaft proximal to the balloon assembly also inflated. No pt injury reported.